Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the lock line in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was positioned on the leaflets. During removal of the lock line, resistance was met. The cds was removed over the lock line and then the lock line was removed from the clip. A total of two clips were implanted, reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.